Manufacturer narrative:
G4: 26mar2020. B4: 07jul2020. Per biomedical engineer response to product support, they were able to fix the issue and have the equipment back in service. The biomedical engineer did not provide details of repairs. Attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The record was reviewed and no repair information was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:27mar2021. B4:04apr2021. Failure analysis on the returned gas delivery system (gds) show that the out of specification u1 on the air flow sensor pcba created the air flow accuracy and o2 accuracy test to fail. The low leak-co2 rebreathing risk error code could not be duplicated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 31mar2020.

Event description:
The customer reported low leak c02 and unit will not power on. There was no patient involvement.